Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The following was reported: patient stated he experienced right knee "posterior separation" on:(B)(6) 2022. Patient stated it was "put back" each time. Patient stated he reached out to stryker because he wants "to know how to best deal with this."